Event description:
I am a long time contact lens user, have recently come home to my parents¿ house after a long time abroad. I had discovered that my sister had begun using contacts also and as I had run out of contact solution for my lens, I picked up hers. Clear care solution by siba vision. I checked the face of the bottle first, to see if it was ¿no rub¿, saw various statements typical on solution bottle, ¿helps remove protein¿, etc.. The only odd thing was the plastic tip, which was red. Passed my mind as a bit funny, but in my rather orthodox experience with contact solution, did not look carefully enough to read the vaguely placed, thin strip of warning. The next day I put on the contacts and immediately I felt an incredibly burning, intolerable pain in my eye and could not take the contacts out as my eyes jammed shut completely swollen. I thought it was my glycolic face cleanser that remained on my hands. In much pain, without much help from running water later, my sister told me about how this solution functions. Compared to its normal design, this solution is too dangerous for the unassuming user, I think they must change their design drastically so that the first thing you notice is its warning not its functions, or change the component somehow that it is compatible with normal cases also. In any case, it is ridiculous how this product is allowed to circulate in the easy reach of minors as well, something that puts at risk one of the most sensitive parts of the eye at a substance very toxic. My vision is still blurred and in very much pain after more than 12 hours, please do something about this product as it has so many dangers and risks, e.g. A contact user that cannot see very well without help, a foreigner that cannot read english, children, etc. My eyes feel horrible; that it has been washed with peroxide, clorox, please help. Date of use: (B)(6) 2012. Reason for use: contact solution. Dose or amount: 1ml, frequency: 1, route: ophthalmic, event abated after use stopped: yes.